Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy and complication of pregnancy. Concurrent conditions included migraine since (B)(6)2013, depressive disorder, hypertension and endometriosis of uterus. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary"), dysmenorrhoea ("dysmenorrhea (cramping),"), menstruation irregular ("irregular cycle menses"), uterine leiomyoma ("fibroid"), cervicitis ("chronic cervicitis") and cyst ("mild cystic change"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, menstruation irregular, uterine leiomyoma, cervicitis and cyst outcome was unknown. The reporter considered cervicitis, cyst, cystitis, dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6)2013: negative concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia,migraine, urinary tract infection, menstruation irregular most recent follow-up information incorporated above includes: on (B)(6)2018: pfs+mr received, reporter added, concomitant and historical condition added, event added as :- hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder/urinary, dysmenorrhea (cramping), pain, other injury(ies) or complication (irregular cycle menses; fibroid; chronic cervicitis; mild cystic change.) Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and complication of pregnancy. Concurrent conditions included migraine since (B)(6) 2013, depressive disorder, hypertension and endometriosis of uterus. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary"), dysmenorrhoea ("dysmenorrhea (cramping), chronic"), menstruation irregular ("irregular cycle menses"), cervicitis ("chronic cervicitis"), uterine cyst ("mild cystic change"), female sexual dysfunction ("apareunia"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and complication of device insertion ("left occlusion only") and was found to have uterine leiomyoma ("fibroid"), neoplasm ("tumors") and weight increased ("weight gain"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, menstruation irregular, uterine leiomyoma, cervicitis, uterine cyst, female sexual dysfunction, allergy to metals, fatigue, neoplasm, weight increased and complication of device insertion outcome was unknown. The reporter considered allergy to metals, cervicitis, complication of device insertion, cystitis, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstruation irregular, neoplasm, pelvic pain, urinary tract infection, uterine cyst, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date (B)(6) 2013 and removal date (B)(6) 2015 as per pfs. She received treatment for the following events apareunia, dysmenorrhea, nickel allergy, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (left tube occluded). Pregnancy test - on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia,migraine, urinary tract infection, menstruation irregular quality-safety evaluation of ptc: unable to confirm complaint: most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events apareunia, general abnormal bleeding, nickel allergy, migration, fatigue, tumors, left occlusion only and weight gain. Treatment details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy and complication of pregnancy. Concurrent conditions included migraine since (B)(6) 2013, depressive disorder, hypertension and endometriosis of uterus. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary"), dysmenorrhoea ("dysmenorrhea (cramping),"), menstruation irregular ("irregular cycle menses"), uterine leiomyoma ("fibroid"), cervicitis ("chronic cervicitis") and uterine cyst ("mild cystic change"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, menstruation irregular, uterine leiomyoma, cervicitis and uterine cyst outcome was unknown. The reporter considered cervicitis, cystitis, dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain, urinary tract infection, uterine cyst, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded) pregnancy test - on (B)(6) 2013: negative. (B)(6) 2013: xr hysterosalpingography (per mr): impression: patient right fallopian tube with free intraperitoneal spill, occluded left fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia,migraine, urinary tract infection, menstruation irregular . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('migration/malposition of essure device location of device: fallopian tube/migration of essure device location of device: fallopian tube/failure to occlude fallopian tube') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, complication of pregnancy and obesity. Concurrent conditions included migraine since (B)(6) 2013, depressive disorder, hypertension and endometriosis of uterus. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have neoplasm ("tumors") and benign neoplasm ("tumor / teratoma / cancer type: benign growth"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary"), dysmenorrhoea ("dysmenorrhea (cramping), chronic"), menstruation irregular ("irregular cycle menses"), cervicitis ("chronic cervicitis"), uterine cyst ("mild cystic change"), female sexual dysfunction ("apareunia/ inability to have sexual intercourse"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary disorders"), migraine ("migraine / headache"), endometriosis ("uterine and endometriosis"), dyspareunia ("dyspareunia"), device expulsion ("migration of essure device location of device: uterus") and adnexa uteri pain ("left and right side where the ovaries are") and was found to have uterine leiomyoma ("fibroid/uterine fibroid") and weight increased ("weight gain"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed)). Essure was removed on 16-feb-2016. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, menstruation irregular, uterine leiomyoma, cervicitis, uterine cyst, female sexual dysfunction, allergy to metals, fatigue, neoplasm, weight increased, bladder disorder, urinary tract disorder, migraine, endometriosis, dyspareunia, benign neoplasm and device expulsion outcome was unknown and the dysmenorrhoea and adnexa uteri pain had resolved. The reporter considered adnexa uteri pain, allergy to metals, benign neoplasm, bladder disorder, cervicitis, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstruation irregular, migraine, neoplasm, pelvic pain, urinary tract disorder, urinary tract infection, uterine cyst, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date (B)(6) 2013 and removal date (B)(6)2015 as per pfs. She received treatment for the following events apareunia, dysmenorrhea, nickel allergy, migration. Have you had your essure (or any part of the device) removed? No (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (left tube occluded) malposition of essure device, migration of essure device. Pregnancy test - on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia,migraine, urinary tract infection, menstruation irregular quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : events- " bladder disorder, urinary tract disorder, migraine, endometriosis, dyspareunia, uterine fibroid, migration of essure device location of device: uterus, tumor / teratoma / cancer type: benign growth, left and right side where the ovaries are) added. Previously reported event "left occlusion only" deleted on(B)(6)(2020: pif received : no new clinical information received based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('migration/malposition of essure device location of device: fallopian tube/migration of essure device location of device: fallopian tube/failure to occlude fallopian tube') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, complication of pregnancy and obesity. Concurrent conditions included migraine since (B)(6) 2013, depressive disorder, hypertension and endometriosis of uterus. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient was found to have neoplasm ("tumors") and benign neoplasm ("tumor / teratoma / cancer type: benign growth"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:urinary"), dysmenorrhoea ("dysmenorrhea (cramping), chronic"), menstruation irregular ("irregular cycle menses"), cervicitis ("chronic cervicitis"), uterine cyst ("mild cystic change"), female sexual dysfunction ("apareunia/ inability to have sexual intercourse"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary disorders"), migraine ("migraine / headache"), adenomyosis ("uterine and endometriosis"), dyspareunia ("dyspareunia"), device expulsion ("migration of essure device location of device: uterus") and adnexa uteri pain ("left and right side where the ovaries are") and was found to have uterine leiomyoma ("fibroid/uterine fibroid") and weight increased ("weight gain"). The patient was treated with surgery ((total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, menstruation irregular, uterine leiomyoma, cervicitis, uterine cyst, female sexual dysfunction, allergy to metals, fatigue, neoplasm, weight increased, bladder disorder, urinary tract disorder, migraine, adenomyosis, dyspareunia, benign neoplasm and device expulsion outcome was unknown and the dysmenorrhoea and adnexa uteri pain had resolved. The reporter considered adenomyosis, adnexa uteri pain, allergy to metals, benign neoplasm, bladder disorder, cervicitis, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, menstruation irregular, migraine, neoplasm, pelvic pain, urinary tract disorder, urinary tract infection, uterine cyst, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date (B)(6) 2013 and removal date (B)(6) 2015 as per pfs. She received treatment for the following events apareunia, dysmenorrhea, nickel allergy, migration. Have you had your essure (or any part of the device) removed? No (discrepancy noted). Discrepancy noted: essure insertion date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (left tube occluded) malposition of essure device, migration of essure device. Pregnancy test - on (B)(6) 2013: results: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : menorrhagia,migraine, urinary tract infection, menstruation irregular quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.